Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).

Event description:
A journal article was received that included a report of a patient who expired after biventricular vad implantation. The article described the consecutive implantation of eleven patients with biventricular vads between jun-2014 and may-2016. These patients were all implanted with pumps (10 hvads and 1 heartmate ii) in their left ventricles and pumps (11 hvads) in their right atria. All eleven of these patients were dependent on one or more inotropic and vasoactive medications. One of the patients identified in the article experienced an rvad pump thrombus requiring treatment with a bivalirudin infusion followed by inflow cannula directed tissue plasminogen activator administration.  The patient also developed a major gastrointestinal (gi) bleed requiring transfusion. The authors noted that this gi bleed was not associated with an arteriovenous malformation. He/she expired due to an intracranial bleed from supratherapeutic anticoagulation after 531 days of biventricular support. The authors concluded that this type of therapy is a viable alternative to current practices in the management of biventricular failure. Further follow up did not yield any additional relevant information regarding these events.

Manufacturer narrative:
(B)(4). Product event summary: pump with unknown serial number was not returned for evaluation. Review of the manufacturing documentation could not be performed since the pump serial number is unknown. Review of log files could not be performed since log files were not provided for analysis. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, the authors reported that the patient's cause of death was an intracranial bleed due to supratherapeutic anticoagulation. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.